Event description:
Boston scientific received information that a long time after implant of this left ventricular (lv) lead, a microdislodgement was suspected as the lead was exhibiting elevated threshold measurements. Several vector and output modifications were made to attempt to optimize therapy. However, the physician decided to perform a lead revision procedure. The lead was not repositioned due to clotting and a new lv lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. The damage to the lead was confirmed to be the result of the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be updated if additional information is received.